Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 377660, lot# v008085, implanted: 2006-(B)(6), product type lead, product ID 3487a-33, lot# v007634, implanted: 2006-(B)(6), product type lead, product ID 3487a-33, lot# v009229, implanted: 2006-(B)(6), product type lead,product ID 3708240, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient suffered a stroke and was not able to care for the device. The patient wanted information about how long the implantable neurostimulator (ins) could be implanted and not used and if the ins could be restarted. It had been ¿months¿ since the patient had last used the device. An ins overdischarge was suspected. Health issues had been the primary reason for overdischarge. It was further reported that the patient was still having concerns with the device or therapy but had not sought further help. It was noted that the device was not functioning and would not charge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported a loss of stimulation. The implantable neurostimulator (ins) went dead 2 years ago from lack of charging. He had been in and out of the hospital and rehab for 2 strokes and he just did not recharge his ins. Therapy never worked well for his chronic back pain since implant. This was noted to be gradual. It was also noted that the ins site had been sore since (B)(6) 2015 and the chronic back pain had gotten worse since 2013. It was noted that he had 5 back surgeries and 1 back fusion. He was in bed 80% of the time and the rest of the time he would be in a recliner chair. He had 2 strokes in the past 2 years. The patient was redirected to a healthcare provider (hcp).